Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and indicated that there was no debris in the sample. The ccc specialist reviewed the instrument files and determined that quality controls (qcs) recovered acceptably on the day of the event. Siemens determined that there were no process errors immediately prior to the discordant results and quick check tests recovered acceptably; however, there were numerous "aliquot probe bad sample detect" and "sample aspiration short sample" errors in the process error logs. A siemens customer service engineer (cse) was dispatched to the customer site and inspected the instrument. The cse ran service method tests on server 1, which passed. The cse also cleaned the aliquot and sample 1 probes and ran qcs, which passed. The cause of the discordant, falsely low vancomycin result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, in duplicate, resulting higher. The repeat result, obtained on the initial instrument, was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc result.

Manufacturer narrative:
Siemens filed the initial MDR (B)(6) 2018. Corrected information (05-sep-2018): during the service visit the customer service engineer (cse) also cleaned and primed the probes and aliquot drain, detailed the aliquot vertical drive and lubricated the vertical screw. The vertical ground cable was loose. All the ground cables were tightened. The probe guard was cleaned of heavy buildup. The aliquot probe and tube were aligned. Reagent arm 2 was primed. Reagent r3 vertical rails were cleaned. Mix test and fluidics service were run on server 1. The mix test, alignment, fluidics, leak and performance tests passed. Additional information (05-sept-2018): siemens further investigated the instrument files and determined that the sample delivery of the affected sample was inconsistent when the sample was initially processed, potentially due to sample integrity issue, an aliquot aspiration issue or a sample probe aspiration issue. The customer indicated that there was enough volume in the affected sample tube and that the sample was in good condition. The sample quality of previously processed samples potentially impacted the processing of the affected sample. The pre-analytical factors potentially caused the discordant, falsely low vancomycin result. The device, results and conclusion codes of section h6 were updated to reflect the additional information. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.